Event description:
Report received from the USA stating the device was "heating." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device was found to meet performance requirements. However, it was noted that the hose of the device appeared dry, which may indicate that the unit had been operated without sufficient lubrication. If additional information is received, a supplemental report will be sent.